Event description:
It was reported that the insulin pump delivered 20.0 units of insulin that was not programmed by the camp nurses or the customer. The nurse did not feel comfortable to reconnect the insulin pump, and the customer requested having the device replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.